Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer did not follow proper load instructions and did not remove the air from the cartridge prior to filling with insulin. The customer declined to finish troubleshooting with tandem technical support and continued to use the existing cartridge. There was no reported adverse impact to the customer¿s blood glucose level.